Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
It was reported that since (B)(6) 2013, the impedance of the lead associated to this case was more than 3000 ohms and two inappropriate shocks were delivered. Lead replacement is under consideration. The associated ICD is a sorin brand paradym vr - sn (B)(4).